Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. Serial number: unknown, not provided. Catalog#: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If explanted, give date: unknown, information not provided. An explant is planned however not yet confirmed. Device manufacture date: unknown as there is no serial number provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a planned explant of a zxr00 intraocular lens (iol), which was implanted on (B)(6) 2019, due to inaccurate power calculation and inaccurate ora. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected information: new information received reported the implant date as: (B)(6) 2019. Additional information was received which provided the following information: lens model and serial number as zxr00 19.5 d, sn: (B)(4). Explant date: (B)(6) 2019. There was no incision enlargement. There was no vitrectomy or patient injury. No additional intervention was performed or planned. The reason for the explant was unexpected post-op refraction. As a result, the following fields have been updated: serial number: (B)(4). Catalog number: zxr00u0195. Expiration date: 11/23/2022. UDI number: (B)(4). If implanted, give date: (B)(6) 2019. If explanted, give date: (B)(6) 2019. Device manufacture date: 11/23/2017. Patient code 3191 ¿ explant. Patient code 3191 ¿ unexpected post-op refraction. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.